Event description:
Reporter indicated that device diagnostic testing on a system diagnostic test at an office visit resulted in high lead impedance reading, indicating possible lead fracture. The pt underwent revision surgery, during which the lead was replaced. The surgeon indicated that he did not see any visible lead breaks during the time of replacement. The lead was discarded and will not be returned for analysis. No serious injury was reported.

Manufacturer narrative:
Conclusions: device failure suspected but did not cause or contribute to a death or serious injury.